Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that the patient's lead had impedances. As a result, the patient lost effective therapy. Surgical intervention was undertaken in where the lead was replaced and the ipg was electively upgraded. Effective therapy was established postoperatively.

Manufacturer narrative:
Date of event is estimated. Attempts were made to obtain complete event information. Further information was requested but not received.